Event description:
A (B)(6) male pt contacted zoll customer support to report that he was receiving check belt messages. The pt was issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problems (check belt messages) have been confirmed. Upon receipt the electrode belt failed the fall-off test and was unable to deliver a test treatment. The cause for the test failure and inability to treat was open wires in the trunk cable connector. The orange (+5v), brown (-5v), and black (main batt) wires were open in the connector. The cause for the wires was a damaged trunk cable connector. The root cause for the damaged trunk cable connector was unable to be positively determined but is likely excessive force. No adverse event resulted from the open wires. The pt received a replacement electrode belt.